Event description:
The event occurred in singapore: it has been reported that the overlap spade and the insulation of the coagulation and dissection electrode melted during activation and caused a burn in the patient. Internal reference number: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation.

Manufacturer narrative:
According to the customer's statement and the damage pattern, it is likely that the item was used for too long or the hf switch was activated for too long. As a result, the thermal load at the distal end was too high, which led to a burn on the patient and to a melting of the insulation. In addition, the insulation in the second article was found to have a breakdown. This occurs when the peak voltage is above 3.0 kvp. The most probable root cause is a combination of two factors. The first factor is that the hf switch was used for too long, causing heat to build up at the distal end, leading to thermal damage. The second factor was most likely too high a peak voltage, which also contributed to heat generation and insulation breakdown. Therefore, it is concluded that the data/information specified by the IFU was not observed.

Event description:
Internal karl storz reference number: (B)(4).